Manufacturer narrative:
Per the instructions for use (IFU), mechanical failure of the delivery system, and/or accessories potential risk of the tavr procedure. The delivery system is not available for returned to edwards lifesciences. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No photographs or imager from the case were provided for review. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, in addition to procedural factors (manipulation of the devices), patient factors (valvular calcification, rca ostium calcification) likely contributed to the delivery system balloon burst during the inflation of the valve. The valve was reported to be properly deployed and stable. No further actions were required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure for the implant of a 26mm sapien 3 valve in aortic position, at the moment of deployment, the commander delivery system balloon burst while inflating. The valve was deployed successfully and the delivery system was retrieved without issues. The patient outcome was reported as ¿okay¿. Information regarding the native annular diameter and the degree of valvular calcification was not provided. Calcification of the right coronary artery (rca) ostium was reported. Per medical opinion, the balloon burst was due to the calcification on the ostium of rca. The delivery system is not available for evaluation by edwards lifesciences. The valve remains implanted in the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.